Manufacturer narrative:
Visual inspection of the returned tibial articular surface provisional shims confirmed that the 13mm shim was missing both ball bearings and springs and the 12mm shim was missing one ball bearing and spring. Minor scuff marks and wear from use were also noted. The reported issue has been investigated and a device history record review is not required. These devices are used for treatment. Corrective and preventative action has identified that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Corrective and preventative action has identified that this is a design issue.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Other device used: catalog # 42527900502, persona articular surface shim, lot # 62213209. This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional instruments were found to be disassembled during an inspection.